Event description:
Customer called to report the pump had been resulting the time, basal rates. This occurred twice in the last twenty-four hours. Device was not dropped, bumped, or exposed to moisture. Customer did not recall any messages, but it showed an error alarm on the alarm history screen.